Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red sores under the electrodes. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient reported that a dermatologist prescribed a cortisone cream and suggested leaving the lifevest off for an hour after showering. Follow up indicated that the cream is helping with the skin irritation.